Manufacturer narrative:
(B)(4). This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced a breach in aseptic technique which resulted in peritonitis coincident with continuous ambulatory peritoneal dialysis (pd) therapy. The breach in aseptic technique was further described as the patient became weak and frail and unable to perform pd therapy with aseptic technique. The peritonitis was manifested by cloudy bag. One day after the onset of peritonitis, the patient was hospitalized for the peritonitis event. The patient was treated with unreported intraperitoneal antibiotics. On an unknown date during hospitalization the patient discontinued pd therapy (by choice). Nine days after admission the patient was discharged to comfort care. At the time of this report the patient was recovered from the peritonitis event. It was not reported if the patient was retrained on the proper aseptic technique. No additional information is available.

Manufacturer narrative:
(B)(4). On an unreported date, the patient discontinued peritoneal dialysis therapy. Should additional relevant information become available, a supplemental report will be submitted.